Event description:
It was reported that during surgery an arthroscopic manual instrument broke off while cutting tissue in the joint. The top side piece of metal from the scissor broke off in the joint. Additional information confirmed that the top side piece was retrieved and the surgery was completed successfully.

Manufacturer narrative:
"The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: excessive force applied by user. Patient anatomy. Portal location. Incorrect instrument diameter/length. Manufacturing error. Reprocessing/handling error. Improper instrument selected. Lack of maintenance. Use error - attempting to cut improper materials. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during surgery an arthroscopic manual instrument broke off while cutting tissue in the joint. The top side piece of metal from the scissor broke off in the joint. Additional information confirmed that the top side piece was retrieved and the surgery was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.